Event description:
The rptr did meter to lab comparison tests, within 10 minutes. Rptr's meter test (capillary) result was 130 mg/dl. A venous lab test had a result of 179 mg/dl. The rptr was feeling symptoms of low blood sugar. During troubleshooting, it was noted that the test strip had not been inserted completely. A control test was not done due to lack of control solution. On followup, testing techniques were reviewed with the rptr. No harm was alleged.